Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
The customer initially reported that they had several tests which had quality controls that were out of range. After noticing this issue, they pulled a patient sample that had previously been tested on this analyzer and repeated the sample on another c501 analyzer. It was determined that erroneous results for ion selective electrode (ise) sodium and ise potassium were reported outside of the laboratory for this sample. The sample initially resulted as 119 mmol/l for ise sodium and 3.8 mmol/l for ise potassium. The initial results were reported outside of the laboratory. The sample was repeated on the other c501 analyzer, resulting as 129 mmol/l for ise sodium and 4.4 mmol/l for ise potassium. The repeat results were believed to be correct, but the customer did not issue a corrected report. A new sample was collected from the patient and this sample resulted as 131 mmol/l for ise sodium. The patient was treated with ringer's solution based on the patient diagnosis of hyponitremia. The patient has had historically low ise sodium results. The patient was not adversely affected. The lot numbers and expiration dates of the ise sodium and ise potassium electrodes were asked for, but not provided. The customer stated that they performed a cell wash, cell blank, incubator exchange, reaction parts wash, and several probe washes. After doing this, controls were said to still be out of range for several tests. The customer was advised to perform maintenance with the green cleaning rack, a reaction parts wash, air purge, calibration, and then run controls again. Upon follow up with the customer, the customer said that controls for the ise tests appeared to be ok, but controls for most other tests were still outside of range. The customer stated that they would try to change the reaction cells and sample probe. The field service representative determined that the water bath foamed up due to an air lock on the system. He clarified that there was a crimp in the water feed line which caused air from the tank. He ran several water exchanges, replaced cells, replaced the lamp, replaced the heat cut filter, and removed foam. He ran a cell blank. The customer ran calibrations and controls; these passed. No further problems were observed. Investigations have determined that an air lock on the system could not only cause foam in the water bath affecting photometric tests, but it could also affect aspiration and dispense of sample and reagent for the ise tests.